Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterine perforation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify no". The patient's medical history included x-ray of fingers abnormal on (B)(6) 2013, unspecified inflammatory disease of uterus on (B)(6) 2013, asc-us on (B)(6) 2013 and morbid obesity on (B)(6) 2013. Current weight 160 lbs. Concomitant products included ketoconazole from (B)(6) 2008 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), thrombosis ("blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, thrombosis, dysmenorrhoea, dyspareunia, back pain, iron deficiency anaemia, genital haemorrhage, psychological trauma, bladder disorder, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, thrombosis, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: new events were added: abnormal bleeding (vaginal), pain. Patient history and concomitant drugs were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and thrombosis ('blood clots') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder probs") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, thrombosis, dysmenorrhoea, dyspareunia, back pain, iron deficiency anaemia, genital haemorrhage, psychological trauma, bladder disorder, vaginal discharge, hormone level abnormal and weight increased outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, psychological trauma, thrombosis, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: "chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back,menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed, psych injury, perforation: fallopian tubes, uterus, bladder probs., vag. Discharge, hormonal changes, weight gain, blood clots". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.